Event description:
It was reported that the patient was shocked due to post-sensed t-wave oversensing. The r-wave amplitude was gradually decreasing. The physician stated that while sensing has become unacceptable the hv circuit still appears to be fine. The pace/sense portion of the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.